Event description:
Vent monitor screen on drager vent powered off x3 and alarmed. Unable to be silenced. Pt remained stable and was being ventilated but monitor was unable to provide data. Ret to MFR who downloaded error logs and found multiple communication errors. Copy of report enclosed.